Event description:
It has been reported that the device is experiencing issues with pacing during a patient use event.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3003832357-2023-00535. Device investigation is housed within (B)(4).